Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The blood glucose value at the time of the event was 600 mg/dl. The customer was admitted to the hospital for the treatment of hyperglycemia and diabetic ketoacidosis and insulin was given by insulin pump (subcutaneous insulin infusion), and insulin drip. The customer also alleged that the pump was not working. The event involved product(s) mmt-1884, mmt-213a, mmt-332a. Troubleshooting was performed for hyperglycemia. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. The customer reported that the high-pressure test was not passed. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-213a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0870 inches. Alarm-device test failed not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted (related svn's (B)(6)). No communication-between pump & xmtr not confirmed. The following were noted during visual inspection: scratched case, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 02-jul-2025 listed on smartsolve due to insufficient data in the trace/history files (primary svn (B)(6)). Perform the history review 1 week prior to the event date 02-jul-2025 in the pump history file and found 1 sensorerroralert (801) on (B)(6) 2025, 2 lostsensor1alert (780) on (B)(6) 2025 and 1 sensorerroralert (801) on (B)(6) 2025 (primary svn (B)(6)). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, sensor error alert or lost sensor alert noted. The pump history file lists data from (B)(6) 2025 to (B)(6) 2025. On a related svn (B)(6), unable to perform the history review 1 week prior to the event date (B)(6) 2025 in the pump history file due to no data available. On a related svn (B)(6), unable to perform the history review 1 week prior to the event date (B)(6) 2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia). Alarm-device test failed not confirmed. No communication-between pump & xmtr not confirmed. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.